Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off causing the cannula to dislodge from the site. The patient also reported that the pod had alarmed during operation. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the pod fell off causing the cannula to dislodge from the site. The patient also reported that the pod had alarmed during operation. Hyperglycemia treated with a new pod.